Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer responded to the notification letter regarding the vent tubing connector. Customer experienced a high blood glucose episode, which resulted in a seizure. Customer stated that he had a seizure at his neighbor's house. The paramedics were called, the blood glucose reading was 40 mg/dl. Customer did not go to hospital. Nothing further reported.